Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not make an audible "beep" when a button was pressed. The customer provided a blood glucose level of 140 mg/dl. Tandem technical support assisted the customer with adjusting the button volume setting from "medium" level to "high" to determine if this would resolve the issue. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after increasing the button volume setting; however, the customer did not respond.